Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter had a high blood glucose exceeding 600 mg/dl the patient did not experience any symptoms of the high blood glucose. The customer treated with an insulin pump bolus. The customer's blood glucose is now 417 mg/dl, and she ate lunch right now so she treated with another bolus. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were only small champagne sized air bubbles in the infusion set tubing. The customer was able to successfully prime with the current set as well. The customer declined to check their settings or perform the high pressure test. The customer was advised to change their entire infusion set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.